Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2 see 1920664-2015-00138.

Event description:
The user facility in (B)(4) reported the vitrectomy cutter was not functioning or working properly. There was no patient impact or medical intervention required.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v4794 was returned. The tip protectors were not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connector was inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not always reach the cutting edge. The cutter cuts intermittently. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined.